Manufacturer narrative:
On 22-oct-2021, mentor received additional information regarding the procedure, device location, and revision surgery. The patient underwent a revision breast augmentation with the suspected medial device. The implantation side was right. The patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant prostheses (catalog #: smpx325) 10-aug-2021. On 1-nov-2021, the suspected medical device was returned for evaluation. On 5-nov-2021, the investigation on the suspected medical device was completed. Investigation summary mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed parallel lines of shell wear on the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary : the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Since the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 300cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent bilateral explantation on unspecified date. Multiple attempts have been made to obtain additional details regarding this event. However, no response has been received. If additional information becomes available in the future, a supplemental report will be submitted. This is for one of the reported prostheses.